Event description:
It was reported that during testing conducted at the manufacturer facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, it was found that the spindle housing and bearings were damaged, the driveshaft assembly and bearings were found to be corroded and it was found that bearing 81631 was broken. The broken bearing is the probable cause of overheating due to increased friction.